Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of while using the bd io drill, approximately 10 seconds into the procedure, the drill stopped working while in patient was confirmed. The drill shows 4 battery lights when plugged in but does not function or light up when unplugged and the trigger is pressed. The root cause of the reported failure was identified as an internal failure within the drill. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number. H3 other text : evaluation findings are in section h.11.

Event description:
Per tm - customer states that while using the bd io drill, approximately 10 seconds into the procedure, the drill stopped working while in patient. Apparently the drill is indicating full charge and they have not used it since.

Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number. Device not returned for evaluation.

Event description:
Per tm - customer states that while using the io drill, approximately 10 seconds into the procedure, the drill stopped working while in patient. Apparently the drill is indicating full charge and they have not used it since.